Event description:
It was reported that the patient had laser eye surgery and the device had an power on reset. The clinic confirmed that they were unaware of the issue and had no further information about the event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.